Event description:
The user states, she received a creatinine result for one patient sample that was much different upon rerunning. The initial result was 1.46 mg per dl. The user reran the same sample on the same analyzer in duplicate and received results of 0.75 mg per dl and 0.77 mg per dl. The result of 0.75 mg per dl was reported with no adverse reaction to the reporting of the result. No other tests or patients were affected.

Manufacturer narrative:
The field service representative was unable to determine a cause and noted the issue may be due to a work station out of adjustment. He adjusted the workstations and cuvette buffer sensor. To verify the analyzer performance, diagnostic checks and qc were performed.